Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump's inulin on board reading was inaccurate as it would not deliver a bolus. Tandem technical support had the contact review the pump history. It was found that earlier the customer inadvertently entered 58 grams of carbohydrates into the bolus screen and the pump delivered 8.2 units of insulin; however, the customer had not consumed any carbohydrates at the time. The customer's current blood glucose (bg) level was 164 mg/dl. The customer consumed food and juice and the bg was currently at 170 mg/dl. The contact indicated that the bg would be monitored and treated accordingly.